Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. All results were obtained from a fresh finger stick using the same lot of strips and same meter.